Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient's pump logs were checked on (B)(6) 2016 and a motor stall was noted on (B)(6) 2016 at 2:45 and recovery at 4:04. Another motor stall was note the same day at 4:22 and a recovery at 7:30. It was unknown if the patient had a MRI on this date or not.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient was on unknown baclofen at a concentration of 500 mcg/ml and 120.07 mcg/day. Additional information received from a device manufacturer representative indicated the patient wasn't sure if she had an MRI. No troubleshooting was performed. The device manufacturer representative copied the patient's doctor so she might respond as to whether the patient might have had an MRI. The cause of the motor stalls was not determined. The device manufacturer representative was not sure if the motor stall issue had resolved. The pump was running post MRI and it recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.